Manufacturer narrative:
UDI field (d4) concomitant product UDI for cylinder is (B)(4), UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the pump connecting tube, so the pump was explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the pump connecting tube, so the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cylinder is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned ms pump underwent a comprehensive evaluation. Microscope inspection revealed the kink resistant tubing (krt) was worn to the filament. And had a hole from wear. Leakage testing exhibited that the ms pump krt had a leak due to wear. Functional testing showed the ms pump failed activation tests 2 and 3. Not passing all three tests performed. Based on the information available and analysis results, the allegations of mechanical issue and the hole/perforation were most likely determined to be the leak in the ms pump krt from wear from the functional test performed, a conclusion code of cause traced to component failure was assigned to this investigation.